Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the seeds. This lot met all release criteria. Investigation summary: the sample was returned for evaluation. Customer service provided copies of the seed order form and the brachytherapy decay calculator. The reference date on the decay calculator was to indicate 10/23/21 but was keyed by customer service representative as 10/30/21. The activity customer received was incorrect due to customer service error, the wrong reference date on the calculator produced the incorrect activity. Therefore, the investigation is confirmed for the reported issue. The root cause is a customer service order entry error. Labeling review: labeling was reviewed and found to be inadequate. The activity of midpoint 0.425mci on the reference date was wrong. The reason is because the reference date on the decay calculator was entered wrong as 10/30/2021 instead of 10/23/2021 and consequently the activity of midpoint 0.425mci was calculated wrong. This error was a result of an order entry error which occurred during the customer services entry process. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a brachytherapy procedure, the activity received was allegedly noted to be incorrect. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the seeds. This lot met all release criteria. Investigation summary: the sample was returned for evaluation. Customer service provided copies of the seed order form and the brachytherapy decay calculator. The reference date on the decay calculator was to indicate (B)(4)/2021 but was keyed by customer service representative as (B)(4)2021. The activity customer received was incorrect due to customer service error, the wrong reference date on the calculator produced the incorrect activity. Therefore, the investigation is confirmed for the reported issue. The root cause is a customer service order entry error. Labeling review: labeling was reviewed and found to be inadequate. The activity of midpoint 0.425mci on the reference date was wrong. The reason is because the reference date on the decay calculator was entered wrong as (B)(4)2021 instead of (B)(4)2021 and consequently the activity of midpoint 0.425mci was calculated wrong. This error was a result of an order entry error which occurred during the customer services entry process. H10: d4 (expiry date: 03/2022), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a brachytherapy procedure, the activity received was allegedly noted to be incorrect. There was no patient contact.

Event description:
It was reported that prior to a brachytherapy procedure, the activity received was allegedly noted to be incorrect. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2022). Device pending return.